Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited capture failure. Patient had an electrocardiogram and low hearth rhythm was noticed. The lead had perforated the heart wall and was then repositioned. No additional adverse patient effects were reported.